Manufacturer narrative:
Event summary: as reported, a cook silicone balloon hysterosalpingography injection catheter ruptured when inflated with 1.3ml saline. The device was not tested prior to patient contact. The procedure was completed with a new device. No adverse effects have been reported as a result of this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, quality control procedures and visual inspections were conducted during the investigation. One silicone balloon hysterosalpingography injection catheter was returned for investigation. Visual examination of the returned device confirmed that the balloon was ruptured. A document-based investigation evaluation was performed. No related nonconformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that a definitive cause of the event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number- k180291. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook silicone balloon hysterosalpingography injection catheter ruptured when inflated with 1.3ml saline. The device was not tested prior to patient contact. The procedure was completed with a new device. No adverse effects have been reported as a result of this occurrence.